Manufacturer narrative:
No samples were received to perform an autopsy.

Event description:
A complaint was received, part number nc5011r, where IV access was started and IV fluids would not flow to gravity.